Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, a bend in the distal part of the lead was noted. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. Bending the lead body requires the presence of mechanical stress. Based on the damage symptoms, it is reasonable to assume that this damage was caused by tensile forces during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced the same day as implant due to dislodgement. The physician tried to reposition this lead but was unsuccessful. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.